Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 36 to 342mg/dl and treated with juice. Customer indicated that their blood glucose value was unknown at the time of the call. There was no indication that the insulin pump over delivered insulin however, customer indicated that the pump was unable to exit the preparing the prime loop. Troubleshooting also found that there were no delivery alarms in the pump history and confirmed that the pump could not exit the prime loop. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.